Event description:
It was reported there was a serious programmer error. Followup with the company representative indicates it happened during power up; was able to power down and power up and clear it about 10 times, then could not get it to clear with a power down, power up cycle, which was done about 5 times. The account where the programmer was pulled from stated that the same thing was happening daily, many power downs and up again; that was why it was pulled. The company representative kept it and used it until doing 5 in a row with no resolution and that is when the programmer was sent in. Company representative figured it was an intermittent glitch but could not get the programmer up to download from sdn (software distribution network) or accept a flash. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer booted to a system error; hard drive reconfigured and software reloaded/updated to resolve issue. Analysis found the keyboard latch was broken and the power cord was missing. (B)(4).